Event description:
It was reported that the pump usb port was loose, resulting in difficulties charging the pump. Additionally, it was reported that the pump battery could not be charged. It was also reported that the pump shut off unexpectedly. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer administered manual injections (mdi) to address bg level and continued to use mdi for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.